Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. One lead was repositioned. Prior to procedure the patient was evaluated and high impedance was detected during an impedance check. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-33475. It was reported that one of the patient's scs leads had migrated. X-rays confirmed the migration. In turn, the patient underwent surgical intervention wherein the device was repositioned to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.